Event description:
Information received from the field notes that while the electrocautery was used on the patient for knee surgery, the device was in vvir mode and the rate increased to the maximum sensor rate of 120 ppm.